Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device has been returned and evaluated. Reliability engineering evaluated the device and the reported condition was confirmed and duplicated through testing. The findings indicate that this malfunction occurred due to usage wear over time. If additional information is received, a supplemental report will be sent accordingly.

Event description:
It was reported that during pre-surgery check or surgery, it was observed that the "motor died" on the motor device. It was unknown to the reporter if the event occurred during pre-surgery inspection or surgery. It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. No injuries or medical intervention were reported. The reporter was unable to determine the date of this event, but was able to confirm that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.